Manufacturer narrative:
The reported complaint of a "system error, out of service, revert to manual CPR" message on the autopulse platform (serial # (B)(4)) was confirmed during functional testing. The investigation findings revealed of a corrupted system processor. Therefore, the root cause of the reported event was due to a defective system processor board as a result wear and tear. The returned autopulse platform was manufactured in october 2007 and it is 11 years old, well beyond its expected serviceable life of 5 years. Unrelated to the reported complaint, a cracked front enclosure cover, frayed patient head restraints and a bent battery lock on the autopulse platform were observed during visual inspection. These types of damages on the returned autopulse platform can attributed to wear and tear due to an aging device. The damaged parts were replaced. Also identified, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance. The faulty encoder drive shaft was caused by a sticky clutch. Deburring was performed to remedy the faulty encoder drive shaft. The archive data was corrupted and therefore, no information can be retrieved for "system error, out of service, revert to manual CPR" message confirmation. The initial functional testing could not be performed on the returned autopulse due to "system error, out of service, revert to manual CPR" message upon powering on. Thus, confirming the reported complaint. To remedy the error message, the defective system processor board was replaced. After part replacement, platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with known good batteries until discharged without any fault or error. The brake gap was inspected and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. The autopulse platform passed all the functional tests and it is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, customer reported that the autopulse platform (serial # (B)(4)) displayed "system error, out of service, revert to manual CPR " upon powering on. User was unable to clear the error message. No patient involvement.